Event description:
It was reported that the #5 key on a pump keypad is "stuck."

Manufacturer narrative:
(B)(4). The sigma device eval found the #5, #7, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.